Event description:
New information received indicates that the physician had issues with the stability of both right ventricular (rv) leads.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. A second rv lead was implanted; however, it also demonstrated a high capture threshold. Both leads were not used and subsequently replaced during the procedure. The patient remained stable throughout.